Manufacturer narrative:
The returned instrument was subjected to a technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed a fine jet of water emerging from the distal end of the balloon when attempting inflation. Microscopic analysis of the balloon surface showed a small pinhole with longitudinal orientation about 47 mm proximal to the distal x-ray marker. Nearby of the pinhole several scratches were observed. It therefore seems likely that the damage of the balloon surface was caused by a hard, sharpedged object pressing against the balloon from the outside. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test. We can therefore confirm that the instrument was delivered in a leak-proof condition. Based on the conducted investigations, no manufacturing or material related root cause could be determined. The root cause is most likely related to the patients anatomy (i.e. Calcified lesion).

Event description:
A passeo-18 balloon catheter was chosen for treatment of a moderately calcified lesion (80 percent stenosis degree) in the moderately tortuous mid sfa. The balloon burst during inflation up to 12atm. Another passeo-18 was used to complete the intervention.